Manufacturer narrative:
The device was received with blank display due to broken solder joint on interface board. Unable to perform displacement test due to blank display. The device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. No further information was provided. The insulin pump is being replaced and is expected to return for analysis.